Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device jaws were jammed closed. When attempting to force open, the needle sheared. Fragment still left in the jaws. The other piece of the needle was successfully retrieved.